Event description:
A complaint was received with regards to a tego connector in which it was stated that during blood collection, silicone was ruptured and leakage occurred. No concomitant drug and device used. There was no delay in critical therapy.  Therapy resumed without any problem after replacing the set.

Manufacturer narrative:
E1. Additional contact: (B)(6). The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Corrected information can be found in section e, h6 annex f code, h6 annex g component codes, h6 annex d investigation conclusion codes, h7 and h9.

Manufacturer narrative:
Received one (1) used, 011-d1000, tego¿ connector, lot#: 14515419. The seal was observed to be torn. The reported complaint of a torn seal could be confirmed. The returned sample was observed to have a torn seal upon arrival. The probable cause of the torn seal is due to uneven adhesive application. The device history review (DHR) found the following during visual quality sampling. Two parts were identified in which the notches within the seal ring grooves were not fully exposed, along with three additional parts exhibiting contamination. D9: date returned to MFR: 2/20/2026. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.